Event description:
Incident description: map sensor error with ablation catheter. Notes from the procedure: a thermocool stsf df ablation catheter was inserted via the right femoral vein agilis sheath and advanced into the left atrium. This demonstrated roof flutter and using ripple mapping a discrete breakthrough was identified. A single rf ablation lesion here slowed and terminated the flutter within 5 seconds. The roof line was redone. Sinus rhythm was restored. Voltage mapping confirmed areas of the mitral line that required reinforcing for the history of ma flutter. This was re-ablated. The procedure was completed with no complications.